Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post paced t-wave oversensing due to fusion on the implantable cardioverter defibrillator. No changes or intervention was performed; the patient will continue to be monitored. The patient condition was stable.